Event description:
When nursing staff entered the room, the patient was found on the floor. The bed alarm was not alarming. The bed alarm was unplugged revealing, one of the upper prongs was loose. The prong slipped back into the black power supply box.